Event description:
It was reported that cytotoxic medication leaked past the bd plastipak¿ luer-lok¿ syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger (cytotoxic). The drug passed through the plunger and the body of the syringe. Syringes used for chemotherapy."

Manufacturer narrative:
Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1904352 , no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic medication leaked past the bd plastipak¿ luer-lok¿ syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger (cytotoxic). The drug passed through the plunger and the body of the syringe. Syringes used for chemotherapy."